Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the integrated electrosurgical unit (iesu) unit involved with this complaint to perform failure analysis and the complaint was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. Annex b - inv type desc 2 was updated to b13 - communication/interviews.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and noted constant c-34 errors on starting up the integrated electrosurgical unit (iesu) erbe. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe generator involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, an integrated electrosurgical unit (iesu) erbe generator was faulting with error c-34 while using monopolar energy. An intuitive surgical inc., (isi) technical support engineer (tse) asked customer if they tried restarting the unit. It was stated that customer tried restarting the unit several times , switched out the cables and used the second monopolar port on the unit but, it did not resolve the issue. Customer did not have a valleylab electrosurgical unit but, was using another standalone esu from erbe. They were using valleylab cable on the standalone unit. Customer was unable to use another dv system as it was being used. Tse guided customer to use "classic" mode on the monopolar energy so that procedure can be continued but, it was also advised that problem can return any time. The procedure was completing as planned with no reported injury.